Event description:
Consumer complaint of erratic blood results. Home health staff, (B)(6) states that the customer feels well and requires no medical attention. Customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 204mg/dl, (B)(6) 2015, 07:04:00 pm, fasting: yes; 86mg/dl, (B)(6) 2015, 09:50:00 pm, fasting: yes; 111mg/dl, (B)(6) 2015, 11:38:00 pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Home health staff, (B)(6) states that the customer feels well and requires no medical attention. Customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1:204mg/dl (B)(6) 2015 07:04:00 pm fasting:yes. 2:86 mg/dl (B)(6) 2015 09:50:00 pm fasting:yes. 3:111mg/dl (B)(6) 2015 11:42:00 pm fasting:yes. 4:452mg/dl (B)(6) 2015 11:39:00 pm fasting:yes. 5:422mg/dl (B)(6) 2015 11:38:00 pm fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.